Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll and the device has been placed back into service.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.